Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported a left side rupture. Healthcare professional later reported capsular contracture baker grade unknown. Device has been explanted.

Event description:
Device has been explanted.

Event description:
Patient reported a left side rupture. Healthcare professional later reported capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening assessed as surgical impact opening (shell thickness within specification). ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ observed stress masks assessed as non penetrating nick. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported a left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.